Manufacturer narrative:
An investigation is currently underway. A lot check revealed no other similar complaints for this lot number. We will provide a follow up report with the results of our investigation.

Event description:
A hospital reported that there was a split in the water feed tubing of an mr290 autofeed humidification chamber. No pt consequence was reported.